Event description:
A facility reported that they are looking to determine if more supervision is required for the staff when setting up this clamp as they are seeing many patient safety events where the clamp is slipping during the procedure causing patient injuries. They are wondering if there are any best practices regarding proper pin placement, adequate pressure, manufacturer guidelines, etc. That they could review. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed since no mayfield skull clamps with product ID a1059 were returned for evaluation, and no specific complaint or complaint device was reported. Additional information from the customer indicated, ¿investigations conducted by the operating room did not find any evidence to suggest that the injuries were caused by any defect with the medical devices¿. The probable root cause of the reported skull clamp slippages is improper and suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received as follows: "we have completed follow up steps on our end to engage the surgical team and neurosurgery director regarding education and resources. At this time, the investigations conducted by the operating room did not find any evidence to suggest that the injuries were caused by any defect with the medical devices (the mayfield clamps) themselves. We will be working internally to continue to educate surgical staff on the application process as we have identified an educational gap."

Event description:
N/a.